Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and the device exhibited possible premature battery depletion. The lead and the device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694758, lead, implanted: (B)(6) 2003; 5076-45, lead, implanted: (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.